Manufacturer narrative:
Additional information received indicated that patient also suffered from decreased kidney function and received intermittent dialysis treatment and fluid administration (pre-renal kidney dysfunction). The patient was also treated with heparin. Additionally, the source of patient's bleeding was never located. The bleeding eventually subsided to a level where transfusions were no longer required. The last report received indicated that the patient remained hospitalized in good condition. Log file analysis: a review of the controller log files associated with the event captured, confirmed the high watt alarms and high power consumption. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 12.2w on (B)(6) 2015 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. DHR review: a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hw2985 was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high watt" event was confirmed via review of the controller log files which revealed high watt alarms and high power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The pump was not returned for evaluation. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's history of colitis, issues with fluid volume, anticoagulant therapy, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Log file analysis review date: august 17, 2015. Power consumption above normal operating range. Additional notes: 52 high watt alarms logged since august 15, 2015. A rise in consumption has been logged starting (B)(6) 2015 to a peak of >10 watts on (B)(6) 2015 outside of normal power consumption. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from a hospital in (B)(6) that "a patient with high watt alarms, went to the hospital after they exchanged the controller by himself". Data from last 24 hours collected by site, "vad parameters were: flow above 10lpm, power 9.1watts, and speed 2600 rpm". "Hospital performed lysis with 30mg of actilyse, they stopped lysis at 30mg as the patient began to bleed at the exit site of the driveline and the stool was hemorrhagic as well". No further information available. Investigation is ongoing.